Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open thyroidectomy procedure, clips were malformed on vessel and were disengaged that fell into patient's cavity that was retrieved by using forceps. New clip was applied to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three devices. The first instrument was received partially applied with two remaining clips. Functionally, the instrument was fired once in air and proper clip formation was confirmed. The remaining clip was then fired on test media with proper formation. The jaw and handle moved smoothly through the firing cycle and returned to the open position and each remaining clip loaded properly in the jaw. When the cartridge was empty, the interlock engaged and prevented the jaw from approximating. The other two instruments were received fully applied. Functionally, the empty cartridges precludes firing evaluations; however, the interlocks were engaged and properly prevented the jaw from approximating. Visual inspection of the three instruments revealed no abnormalities. Four properly formed clips and two scissored clips were received. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the misaligned jaws and/or scissored clips condition may occur if the distal end of the device is subjected to excessive manipulation during application of the instrument. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.